Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test. When the customer attempted to rewind, the insulin pump powered off. The customer experienced the same issue last week. The battery compartment was corroded. Customer's blood glucose level was not reported. The device was not returned.